Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, with phenomenon ¿e214 error¿, the cause could not be identified because it was not reproduced. With phenomenon ¿the spare lamp is defective¿, it was assumed that the emergency light did not function due to the failure of w03o010a lamp (gl159300). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during use, a e214 (spare lamp malfunctioning) displayed on a asset visera 4k uhd xenon light source. The facility did not finish the procedure. The fault occurred during a animal test. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a defective lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.